Event description:
It was reported to philips that the monitor failed to display images. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the monitor failed to display images. Upon functional testing, the fse found that the monitor was defective, because of this no signal was displaying. To resolve the reported issue, the fse replaced the monitor. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.